Manufacturer narrative:
E1 initial reporter phone number - (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 where in lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event was confirmed for lead revision and high impedance. As received the lamitrode lead was incomplete and did not pass the continuity test. That would result in high impedance issue. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.